Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as fold flaw opening. ¿ capsular contracture: unable to observe. ¿ gel fracture: not observed because the device is rupture. As per the investigation procedure, non-penetrating and creases. ¿were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "rupture". Healthcare professional later reported by operative report capsular contracture, baker grade unknown. This record is for the right side. Device has been explanted and replaced.